Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead was positioned, but the parameters were poor. Then the helix was not able to be retracted for repositioning, so the lead was removed and a new lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead was positioned, but the parameters were poor. Then the helix was not able to be retracted for repositioning, so the lead was removed and a new lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was deformed. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Additionally, a stylet was unable to be inserted due to a blockage at 15 mm from the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.